Manufacturer narrative:
The laser system's operator's manual (part no. 0010-0240) lists bleeding as a potential surgical complication and risk. Patients may experience bleeding at the site of the laser therapy during or after laser therapy. Post-treatment hemoglobin and hematocrit are recommended to assess the severity of the bleeding.

Event description:
It was reported by a customer that the patient had experienced excessive bleeding immediately after the procedure. No additional details have been obtained from the customer.